Event description:
Legal counsel for the patient reported that the patient underwent right m2a total hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2012 allegedly due to lack of mobility, femoral loosening, pain and dark brown fluid. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02471 / 02473). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.